Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the capsular bag tore. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 09/27/2007. Additional information was requested on 09/04/2007, 09/06/2007 and 09/24/2007 by phone, mail and fax. A completed questionaire has not been received.